Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the grip is sticky (foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the grip was dirty (foreign material). Based on historical data, it was most likely that the reported malfunction was due to probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. However, the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.